Event description:
The patient started having signs of withdrawal/increased pain. When the pump was read, it was noted that the pump had reset itself and was in safe state at minimum rate; the logs also showed multiple stalls and recoveries prior to the low battery reset. The pump was restarted. There were more stalls and recoveries and then again there was a low battery reset and the pump went into safe state again. The patient denied having any mris. The pump was replaced. There was reported to be no patient injury. The patient recovered without sequela. The device system was used to deliver morphine.

Event description:
Customer states the use by date on the aviva test strip vial label is 03/31/2011; manufacturer's batch record confirmed the actual use by date to be 02/28/2011. No adverse event reported. Requested return of product, replacement sent.